Manufacturer narrative:
(B)(4). D10: cat# 00877504004 lot# 3141169 bioloxâ® delta, ceramic femoral head, xl, ã¸ 40/+7, taper 12/14. The customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that a postoperative x-ray showed the femoral head not sitting in the center of the acetabular component. A revision surgery occurred to replace the head and liner and it was noticed the head was not properly locked into the liner. Attempts have been made and no further information has been provided.

Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay additional information. Corrected: clinical code. Visual examination of the returned product identified gouges on the high wall rim and in the inner spherical surface. Top of the outer spherical surface shows wear and deformation. The anti rotation scallops, cutouts, and groove on the outer spherical surface are worn away on one side of the outer spherical surface. Remaining anti rotation scallops, cutouts, and groove exhibit deformation, gouges, and burrs along the circumference edge. No other damage was noted. Review of the device history records identified no deviations or anomalies during manufacturing related to the reported event. Medical records were not provided. The root cause of the reported issue is attributed to user error, as the surgeon acknowledged that the liner was not properly assembled to the shell. As per IFU 87-6200-020-23, malalignment of the components or inaccurate implantation can lead to excessive wear and/or failure of the implant or procedure. This complaint was confirmed based on the damage to the returned device. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further information is available at the time of this report.